Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an abdominal aneurysm. It was reported that during the index procedure, at the final angiogram, a type ia endoleak was observed. The physician decided not to treat the endoleak at the time. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.